Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the physician completed one pass using the jet7. Upon removal of the jet7, the physician noticed the hub of the jet7 to be kinked. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) and the same sheath. There was no report of an adverse effect to the patient.